Event description:
It was reported that sensing decreased and pacing threshold worsened. During the revision, blood was observed in the insulation. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation was breached; full lead was returned. The analyst comment stated that considering the large amount of blood in the lead for the short length of time implanted, the insulation cut would most likely have occurred at implant.